Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset of the event, the patient began treatment with injection vancomycin (1 gram, stat) and injection ceftazidime (1 gram, daily) intraperitoneally for the peritonitis. Treatment with antibiotics was ongoing. The patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.